Manufacturer narrative:
Investigation summary: six (6) samples and two (2) photos were received from the customer for investigation. The six (6) samples were visually examined and it was found that two (2) of the returned samples had barrels which were damaged near the flange area of the barrel. The damage to both barrels appeared to be similar in nature and appears to have occurred in similar locations on the barrels. The other four (4) returned samples all had damaged thumb presses. There are varying degrees of damage to each of the thumb presses. Two (2) photos were provided by the customer. One (1) photo shows the four (4) syringes which have damaged to the thumb presses. The second (2nd) photo shows the two (2) syringes which have damage to barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of barrel / flange damaged for lot #9008961 item #309680. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of plunger rod broken / damaged for lot #9008961 item #309680. A device history record (DHR) review was performed on the columbus batches (8117896, 8117898) associated with the nogales batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: during the assembly process if the barrels or plunger rods contact a hard surface with enough force the barrels or plunger rods can be damaged. Rationale: bd acknowledges that the samples returned by the customer have damage to the barrels or thumb presses on the plunger rods; however, as the six (6) occurrences reported by the customer would not exceed the acceptable quality limit (aql) of ¿improperly molded components defects affecting function = 0.65% aql¿ for the batches no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that there were 4 syringes with broken plungers and 2 with damaged barrels with a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. The date/time and or patient information regarding these occurrences is unknown. The following information was provided by the initial reporter: material no. 309680, batch no. 9008961. It was reported that there were 6 defective syringes. 4 with broken syringe plungers and 2 with broken syringe barrels. Syringe (sterile), 60ml ll, bd tray, ref 309680, lot #9008961, 6 defective syringes, 4 with broken syringe plungers, 2 with broken syringe barrels.